Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
An article was received that cited a retrospective non-randomized clinical study that found patients implanted with the implantable collamer lens (icl) with the aim of correcting myopia or myopic astigmatism. Postoperatively, the following complications were observed - explantation was performed in 2 eyes of one patient due to de-centration of the icl and development of acute glaucoma attack with insufficient effect of conservative and surgical solution of the condition. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device code 2993 should have been included in supplemental MDR #1. Claim#: (B)(4).

Manufacturer narrative:
An article was received that cited a retrospective non-randomized clinical study that found patients implanted with the implantable collamer lens (icl) with the aim of correcting myopia or myopic astigmatism. Postoperatively, the following complications were observed - one eye (os) with an iop greater than 50mmhg, glaucoma, and additional adverse events was observed soon after surgery. In the patient's left eye (os), an acute glaucoma attack developed with inadequate response to treatment. The icl was explanted and the patient went on to have laser refractive surgery. At last follow up seven years after surgery the iop remained stable at 11 mmhg. The author stated that the 'postoperative course was conditioned by the implantation of the incorrect size of icl' and that 'soon after the procedure, excessive ventral buckling occurred due to the influence of the inappropriate length of the icl, with the development of acute pupillary block'. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.' Common device name corrected to phakic intraocular lens & phakic toric intraocular lens, product code: mta & qcb (cohort included several lens models). Device information corrected to icm v4, vicmo, ticm v4, vticm, vticmo (cohort included several lens models). Report source should have included literature in initial MDR should have included patient code 3191 (excessive ventral buckling, acute pupillary block; secondary intervention, treated with medication, explant, laser refractive surgery) in initial MDR. Device code 2923 is not applicable in initial MDR. Claim#: (B)(4).